Event description:
Information received indicates the product was removed due to aneurysm at the proximal anastomosis site and pulmonal stenosis after 57 months service life. Product inspection during device retrieval noted a perforation in one leaflet and wall calcification present. The device was replaced with no additional consequence reported for the pt. Surgeon reportedly used the proximal part of the product to form a right ventricular outflow tract (rvot), which formed the aneurysm.